Manufacturer narrative:
The customer performed troubleshooting with the support of a beckman customer technical specialist (cts) and identified a dirty wick. The customer replaced the wick and blade assembly to resolve the issue. The customer performed calibration and quality control with acceptable results. The customer verified no further leaking from the analyzer, and it resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium (na), potassium (k), chloride (cl), calcium (calc), carbon dioxide (co2) and modular glucose (glum) along with a leak on their dxc 600i clinical chemistry analyzer. The samples were repeated on a different dxc analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided results for two (2) patients.